Manufacturer narrative:
(B)(4).

Event description:
Rec'd information the pt had a revision of her device pocket three months after the implant. Ins was off to the left and it was moved to the center of the pocket and down. Pt has had several re-programmings but stimulation does not work as well in her back as she would like. She has good coverage in her legs. Pt states she can only feel it a little in her back and legs when she lays flat on her back and she just doesn't sleep like that . She can feel it a tiny bit when she is standing but has to turn it up as high as she can. When she turns it up high, she can feel buzzing in her stomach and it gives her a stomach ache. The pt feels it is better than nothing and she uses it every single day. However, she would like it to work better in her back where her pain is centered, especially when sitting or standing. Pt also experienced recharging and communication issues. Her recharger was replaced by the manufacturer and analysis was done. No problem was found with the recharger, it was able to recharge an ins without any problems.